Event description:
It was reported that the procedure was to treat a chronic total occlusion lesion in the distal anterior tibial (at) with mild calcification. Pre-dilatation was performed and the 2.5 x 38 mm xience prime stent delivery system (sds) was advanced, but resistance was noted with the artery. When the tip of the sds reached the proximal at, the device could not be advanced any longer. After a few attempts to cross the lesion, the sds was removed. Some resistance was noted with the 6f guiding catheter during removal. No additional treatment was performed and the lesion was treated with dilatation only. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Indication for use (used in the tibial artery). Evaluation summary: the device was returned for evaluation. There was blood in the inflation lumen and the balloon. The shaft was damaged. The failure to advance/cross and resistance during withdrawal could not be replicated in a testing environment as it was based on operational circumstances. Based on visual, functional, and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the instructions for use (IFU) states: the xience prime ll everolimus eluting coronary stent system is indicated for improving coronary luminal diameter in patients with symptomatic ischemic heart disease due to discrete de novo native coronary artery lesions. The IFU deviation does not appear to have caused or contributed to the reported difficulties.